Manufacturer narrative:
(B)(4). Concomitant medical products: catalog number:0062024820 lot number:60518416 brand name: tm cup, catalog number:340009190 lot number:2341851 brand name wagner stem, catalog number:14320720 lot number:2335240 brand name: cocr head. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device not returned for evaluation.

Event description:
It was reported that the patient underwent a closed reduction due to rotational movement and hyper flexion while hiking in the mountains approximately 10 years post surgery. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
Event date is unknown. Medical records were provided and reviewed by a health care professional. Review of the available records identified that the patient dislocated her hip during yoga and was treated with closed reduction, the patient again dislocated her during a combined hyperflexion and rotational movement while hiking in the mountains. A closed reduction was performed under anesthesia. No other findings related to the reported event were noted. Reported event was confirmed by review of medical records provided. Device history record was reviewed and no discrepancies were found. The root cause of the reported event could be attributed to the extreme motions of the hip while hiking. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.